Event description:
The ge oec 9800 fluoroscopy system workstation was powered up and shut off within 20 seconds. The workstation would not power on at all after that event.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a failure of the power control pcb assembly that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.